Event description:
It was reported that device formed straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to binder breakdown. Binder breakdown was due to normal wear on a reusable device. The subject product has been in the field since january, 2005 which is beyond the one year warranty period.